Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape and down buttons were not functional on the insulin pump. It was also found the insulin pump alarmed no delivery. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Troubleshooting did not occur for the no delivery alarm due to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. Unable to perform no delivery test due to unresponsive keypad button. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.